Event description:
When trying to inject vaccine into client, the vaccine began to "blow" out of the syringe into the nurse's face. Have ongoing problems with needles not retracting into the syringe and vaccine leaking into the syringe after retracting the needle, so patient is not getting all of the immunization.